Manufacturer narrative:
The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: seroma-late , capsular contracture baker grade iii and concern for textured implant device.

Event description:
Healthcare professional reported "late seroma, capsular contracture baker grade iii, and concern with the product" against left device. The device remains implanted.